Event description:
It was reported that this lead was an attempted implant. During the procedure the impedance was greater than 3,000 ohms. Multiple adjustments did not resolve the issue. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead remains capped in the patient and thus is not expected to be returned.